Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient has a suspected infection at the ipg incision site. Reportedly, surgical intervention was undertaken during which time the physician decided to explant the entire scs system. Cultures were taken and sent to an infectious disease specialist for further analysis.